Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid and clonidine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a dye study with his pain provider after reporting symptoms of increased pain. The reporter was unsure of the date of the dye study but was told that it was unsuccessful; the provider was able to aspirate but no dye pattern was shown. Surgical intervention was today. At first, they aspirated the catheter fine and then used contrast and had a good pattern showing dye in the intrathecal space. The pocket was closed, and no replacement was done. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further in formation to provide regarding the event.